Event description:
It was reported that the device exhibited an alert for capacitor charge time. The charge time could not be recovered due to the device being in backup vvi mode. A device download was successfully performed, and it was recommended that the device be replaced. The patient was already in the hospital for other serious non-device related health problems. The physician elected to leave the device in place at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.